Manufacturer narrative:
The customer reported evaluating the suspect ventilator and found the ventilator failing the extended systems test (est). The customer found loose accessory humidifier connections and once the connections were secured the est test passed. The customer reported observing condensation on the exhalation corner of the ventilator. The customer reported re-working the ventilator device and has not requested further support from vyaire. Vyaire does not anticipate any hardware return therefore; no further investigation will be performed. The ventilator device behavior experienced by the customer can be attributed to loose fittings or connections with the accessory items, which were attached to the ventilator device during use.

Event description:
The customer reported an unresolved "circuit disconnect" alarm and no monitor volume readings during use on this avea ventilator. The customer stated no patient harm or injury with this event.